Manufacturer narrative:
(B)(4).

Event description:
Customer called to report an ion-selective electrode (ise) ratio pump leak from the modular chemistry side of the unicel dxc 600 synchron system. The tray on top of the ise reagents was full of liquid. The leak was contained within the instrument and cleaned by customer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) contacted customer by telephone to evaluate the issue and assisted customer with troubleshooting, during which customer found that ise line #30 was not connected / loose from the associated damper fitting. Customer manually emptied the alkaline buffer damper, then reattached the lines and secured all of the fittings, which resolved the issue. The fse then verified proper instrument function with customer to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.